Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and teach pump test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was taken by ambulance to the hospital on (B)(6) 2023. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient discontinued ccpd therapy on (B)(6) 2023 and was taken to the hospital by emergency medical services for issues unrelated to pd therapy. The pdrn reported the patient is terminally ill (specifics requested, not provided) and his discomfort became too severe to remain home. As of (B)(6) 2023, the patient remains hospitalized as the family and patient discuss end-of-life (hospice) care. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy while hospitalized, however he will likely withdraw from care this week.

Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was taken by ambulance to the hospital on (B)(6) 2023. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient discontinued ccpd therapy on (B)(6) 2023and was taken to the hospital by emergency medical services for issues unrelated to pd therapy. The pdrn reported the patient is terminally ill (specifics requested, not provided) and his discomfort became too severe to remain home. As of (B)(6) 2023, the patient remains hospitalized as the family and patient discuss end-of-life (hospice) care. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy while hospitalized, however he will likely withdraw from care this week.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: based on the available information, the patient¿s liberty select cycler is disassociated from the events. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation.

Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was taken by ambulance to the hospital on (B)(6) 2023. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient discontinued ccpd therapy on (B)(6)2023 and was taken to the hospital by emergency medical services for issues unrelated to pd therapy. The pdrn reported the patient is terminally ill (specifics requested, not provided) and his discomfort became too severe to remain home. As of (B)(6)2023, the patient remains hospitalized as the family and patient discuss end-of-life (hospice) care. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy while hospitalized, however he will likely withdraw from care this week.